Manufacturer narrative:
Manufacturing records for lot number r0606051 were reviewed and the results indicate that the product met quality requirements for product acceptance. This review was extended to subassembly part number e7145013 with lot number 0105061473. This review confirmed that subassemblies met quality requirements for product acceptance as well. The balloon burst pressure tests were found to be pass. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.

Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the left iliac artery the balloon was reported to have ruptured. The vessel was described as having severe calcification, moderate tortuosity and a 99% stenosis. The device was prepared as per the instruction for use (IFU). The product was advanced to the lesion over the guidewire and the balloon was inflated using an indeflator but the balloon ruptured at nominal pressure. The product was withdrawn from the pt's body. There was no reported pt injury.